Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient complains of cannot drive, double vision, and extremely light sensitive. Iol remains implanted and is not available for return. No further information is available.

Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section b-3: date of event: although (B)(6) 2023 was provided, the year is missing a digit. The best estimate date is between (B)(6) 2022 and (B)(6) 2023 (iol implant and initial awareness dates). Section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Health effect - clinical code: 2140 visual disturbance- dysphotopsia, 2140 photophobia. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.